Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a resume pump alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.